Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. Reportedly, transesophageal echocardiography (tee) was performed. No additional adverse patient effects were reported. This rv lead was explanted.